Manufacturer narrative:
The insulin pump received with no bolus and act button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked lcd window at bottom right side corner, cracked reservoir tube lip, cracked battery tube threads and cracked insulin pump belt clip slot.

Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The blood glucose reading was 110 mg/dl. The customer stated that she was pressing the b button with the arrow to start the bolus wizard but did not get a response. She also tried other buttons and found they did not respond either. The customer reported that the device has never gotten wet. The only significant event a few weeks prior to the issue was the adhesive on the side of the insulin pump becoming unsticky due to heat. She stated that when the adhesive did not work, the device popped out of her pocket. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.